Event description:
The reporter stated the surgeon inserted and removed an aq2010v three piece silicone. Lens was damaged during insertion into the patient's eye. Lens was removed with no patient injury.

Manufacturer narrative:
(B) (4) (B) (4).